Event description:
Complaint received reporting component issues with use of one(1) mc100 microclave clear connector. The initial information reported. "The silicone in the microclave clear popped out of the internal housing". There were no reported adverse patient consequences. Follow up information concerning event, set-up/usage has been requested. As of the date of this report there has been no response. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.